Event description:
Customer states: during pre-test prior to use on a pt at hosp, a nurse confirmed the air leakage from the cuff. Customer confirmed no pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.